Event description:
It was reported via repair work order that the manual release was not lowering the legs when pulled exiting the ambulance due to the hydraulics manual lock valve was clogged/kinked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.